Event description:
It was reported that during use on an (B)(6) male patient who was being treated for cardiac arrest, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. Caller did not have any additional information regarding the event or the status of the platform prior to use on the patient. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/11/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the platform was performed and found that the load plate cover, front enclosure, and multiple top cover screw posts at the front enclosure were damaged. A review of the platform's archive showed that multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) codes occurred on the reported event date, thus confirming the complaint. Initial functional evaluation of the platform could not be performed because the platform displayed a constant ua 7 fault. Further inspection identified the cause of the ua 7 to be a single point load cell that was not functioning properly. Following replacement of the load cell, the platform was functionally tested for 30 minutes using a large resuscitation test fixture with no problems observed. Based on the investigation, the part(s) identified for replacement were the single point load cell, top cover, front enclosure and load plate cover. In summary, the reported complaint was confirmed during platform archive review as well as upon initial functional evaluation. The ua 7 fault was attributed to a single point load cell that was not functioning properly. Following service, including replacement of the load cell as well as the damaged parts identified during visual inspection, the device passed all test criteria.